Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient went to the emergency department due to severe stomach pain. A CT scan was done which showed that the peg/j tube had moved. The internal bumper had migrated and was causing an obstruction in the gastric outlet. The physician was able to move the bumper back into place.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.